Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602-femoral head sterile product do not resterilize 12/14 taper-61687775. 00630506236-liner standard 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell-61436931. 00620206222-shell porous with cluster holes 62 mm-60235114. 00625006520-bone screw self-tapping 6.5 mm dia. 20 mm length-60892261. 00625006530-bone screw self-tapping 6.5 mm dia. 30 mm length-61504843. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2021-00322. 0001822565 -2021-02893. 0001822565 -2021-02895. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient underwent a left hip revision approximately 7 years post implantation due to having recurrent dislocations, pain, and elevated metal ions. During the procedure significant metallosis, necrotic tissue, and synovial inflammation was debrided. A new head, liner, and locking ring was placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.